Event description:
Information was received from a patient regarding an external device. The reason for call was patient states they are trying to charge the implant and the controller is getting stuck at checking recharger, patient states they feel a kink or bend in the recharger. Agent sent request to repair to replace the recharger. Patient called back and reported they received the ac power cord shipment, but they still couldn't get their ins to charge fully. Patient stated earlier in the call that they had received the ac power cord, and a paddle the day earlier... But later denied that while troubleshooting. Patient reported when trying to start charging the implant (ins), the controller will blink green 2 or 3 times, then stop, then tells them the ins won't go past 30% charge, while the controller showed to have 100% charge. Patient also said their controller screen kept turning off (agent suspected this was just due to normal screen timer function), and when they turn the controller back on they have to unlock the controller all over again. Patient had a hard time explaining exactly what happened when the equipment would not charge past 30%, so agent had patient connect the recharger to the controller to try to start charging. Patient got to no device found screen, and when agent had them press 'recharge' they saw 'connect' screens, even though they confirmed the recharger was plugged into the controller. Agent had patient review serial number of recharger, which confirmed they were using the old recharger that was supposed to be replaced. Agent asked patient to get t heir other charger since it appeared to have been mixed up, then patient denied ever receiving the recharger and said they only got the ac power cord. Agent reviewed the prior call info about sending a replacement, but again patient denied receipt of the recharger. Patient said they worked with a couple different medtronic employees to try to get their ins back up and running but couldn't get ahold of anyone over the new year break and the weekend that followed, which was very upsetting; they also couldn't get ahold of their healthcare provider (hcp) when reaching out to them in pain. Patient said they can't even use their walker without pain and almost just want the ins removed because it was awful and not working. Agent reviewed a recharger will be sent, and patient will call upon receipt to request assistance starting the passive recharge mode process. Agent closed case. Patient called back stating they received the rtm and ac cord. Patient also said they received the controller but agent did not see any record of controller replacement. Pt reported they were still not able to recharge. It showed no device found. Pt sent pictures of screens to mdt rep peter. On the call instructed pt to press recharge. The screen displayed 'connect recharger' but did not go any further even though rtm was plugged in. Pt unplugged the cord and replugged and it got stuck on checking recharger. Patient said t hey were not able to charge since new year's even and was miserable and it was not fair to them. On the call had pt inspect equipment for damage. Pt said they did not see anything inside of controller port. A request was sent to repair to replace the controller. See sn in secure note. Patient called back in for pairing assistance. Agent walked the patient through set up process; patient confirmed set up complete. Patient was stuck on the number screen; walked the patient through in selecting the correct option. Connect to recharger; patient is getting a message " cannot continue, install a battery pack". Patient is using a aa battery that came with the replacement controller. Advised to transfer the old controller's battery back to their replacement controller. Patient confirmed that the implant was charging; ins 1% red line recharging, controller battery level 60%. Advised to continue charging their implant and call us back if need additional assistance. Patient mentioned feeling shaky.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.